Event description:
Customer requested service in 10/2005 to check proper operations of the versapulse select unit. Customer biomedical engineering department informed lumenis service in advance that a pt had expired due to a surgical complication in association with a case performed with a versapulse select. Lumenis field service evaluated the versapulse select 5 days later and found the versapulse select, to be operating within specification. Lumenis has requested from the hospital additional information regarding the pt, procedure, cause of death and laser fiber used.